Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device together with hand piece burned the user's hand. No further information is available at this time.

Manufacturer narrative:
Investigation summary one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The unit was fully calibrated as a preventative measure. If information is provided in the future, a supplemental report will be issued.